Event description:
It was reported that the user experienced hyperglycemia while using the ilet and recorded blood glucose questionnaire entries, with troubleshooting and education completed and no alerts or alarms reported. Symptoms included elevated blood glucose. Outcomes included no reported long-term impact and no need for medical intervention beyond routine self-management. Investigation included review of device use information and user-provided history. Investigation of this case revealed no device malfunction or component issue identified, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.